Event description:
It was reported that the customer experienced multiple malfunction alarms. There was no reported adverse impact to the customer's blood glucose. The customer received a replacement pump for insulin therapy.